Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported the tip of the distal broach broke off in the patient¿s femur. Attempts have been made and no further information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04)- rasp. Visual examination of the returned product identified wear from previous uses. Nicks, gouges, and scratches are noted. Cutting edges are worn and deformed. Distal tip is confirmed to be fractured and fractured piece(s) were not returned with the device. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.